Event description:
It was reported that after a lobectomy procedure, there was post operative bleeding and the patient required a re-operation to stop the bleeding. No additional information is available at this time. The device was discarded and is not available for evaluation.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: during the initial case, there was no problem with the device, everything seemed fine. The device was used with numerous reloads throughout. It was during post op recovery that they discovered the patient was not doing well. The patient was brought back to the operating room. During the second surgery, a hole was found in the staple line (where white reload was used), which was oversewed with staples. Unable to provide specifics of where along the staple line the hole was found. The patient was restabilized. Later, the patient developed pneumonia, but the surgeon could not say for sure if the pneumonia developed because this event.